Event description:
It was reported that during service and repair pre-testing the attachment device "had high temperature". The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device. The reported condition that the temperature was above specification was confirmed. This was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.